Manufacturer narrative:
(B)(4). Batch #: v9609e. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic anterior resection, the blade broke. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.